Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The jagwire returned and was evaluated for the reported failure. A visual evaluation produced no obvious defects. The evaluator conducted a visual evaluation under 40x magnification and noted slightly exposed core wire at the distal end. The detachment of the 2-3mm segment of pebax referenced in complaint details was identified. Additionally, the "core wire shows a mechanical cut at distal end," but a measurement taken from flare to tip found the dimension to fall within the device specification indicating that the observed cut corrresponds to the "distal tip trim process as per manufacturing practices." The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation on november 17, 2005, that a jagwire was used during a procedure performed in 2005 (patient age, gender and weight are unknown). According to the complainant, insertion of the guidewire, over a large pancreatic calculus, took 2 hours. While removing the device 2-3mm of the pebax detached into the body. During break down of calculus, the detached section of pebax was successfully removed. Procedure successfully completed with "another unit" (product and manufacturer unknown). The patient's condition at the conclusion of the procedure was reported to be "good."